Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose readings and treated with a bolus. It was noted that there were air bubbles in the reservoir. Customer's blood glucose reading was noted to be 28.0 mmol/l at the time of the incident and 6.8 mmol/l on the day of the call. No further information reported.